Manufacturer narrative:
The correct analysis results are now attached. The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation; 21 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process took place, which was aborted, due to an already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The battery was discharged during the measurement of the battery voltage. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for 61 months. The analysis determined that the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.

Event description:
Ous MDR - after an implantation time of approximately 61 months, it was reported that the battery status eos was displayed.